Manufacturer narrative:
(B)(4). Date sent: 12/8/2021. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2021-06503.

Event description:
It was reported that during an unknown procedure, an alleged issue occurred with the device details unknown. There were no patient consequences reported. It is unknown how case was completed.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the device cut? No. 1. If the device cut/fired, was the cut line complete? 2. Did the device staple? No. 3. If the device stapled/fired, was the staple line complete? 4. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? 5. Did the device close? No. 6. Did the device fire? No. 7. Did the device open? Yes. 8. Was the device difficult to close on the tissue? Yes. 9. Was the device difficult to fire? 10. Was the device difficult to open? 11. On which firing did this occur? First. 12. Did the tissue retaining pin lock into the correct position? No. 13. Could you please clarify if the device issue has been reported before? Not with this surgeon. 14. If yes, do you have the complaint submission numbers (pc numbers)? 15. Could you please clarify if there were any patient consequences? Yes still on ward following anastomotic leak. 16. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Anastomotic leak management. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.